Event description:
Additional information received reported that the patient¿s dizziness was addressed ¿for reasons not related to the device.¿ it was noted that the patient said that no one was following the device and the device was not turned on.

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the patient had stimulation turned off for over a year. The reporter stated the patient had dizziness and shocking in the groin area, but since the implantable neurostimulator (ins) had been turned off the shocking has resolved. It was noted the patient still had dizziness after the ins was turned off. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v588865, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).